Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 110 mg/dl, and the meter bg reading was not provided. Due to the reported issue, the customer's bg lowered to 15 mg/dl. Reportedly, the customer went to the hospital and was subsequently hospitalized in the intensive care unit. The customer received IV and fluids of saline as treatment, which resolved the issue. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available. Health care providers did not identify any permanent damage. The customer had not been released from the hospital at the time of the latest update, and technical support made multiple attempts to follow up to obtain the release date, however no response was received.